Event description:
The contents of the non-sterile pouch were dumped onto the sterile field, possibly contaminating the back table, and the cement was used and implanted without incident. The mistake was not noticed until after the surgery was completed. At this time the pt is asymptomatic.